Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Interrogation of the device revealed inappropriate atp and defibrillation therapy was delivered to the patient due to false detection of a atrial flutter as a ventricular event. The device was reprogrammed to resolve the issue and the patient was in stable condition.